Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2024. The patient had inaccurate cgm values 8 days after the sensor was inserted in the leg. On (B)(6) 2024, the patient experienced was barely conscious. The patient was taken by her husband to the hospital and diagnosed with diabetic ketoacidosis. The blood pressure was very low and her heart rate very fast. At an unspecified time of the event the cgm was reading 4.6 mmol/l and the blood glucose reading was 19.6 mmol/l. The patient was treated with potassium, saline infusion, insulin infusion through IV and was administered by a doctor. The patient was discharged the next day (over 24 hours) and her bg was 7 mmol/l. At the time of the report the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.